Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with permanent lines across the screen due to broken traces on the lcd glass between the lcd controller and the lcd image area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked screen. Insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.